Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reloaded the cartridge to resolve the issue and successfully resumed insulin delivery.